Manufacturer narrative:
Result- brakes worn gill brake plate kit.

Event description:
It was reported by service report that the brakes were not holding. There was patient involvement. However, no adverse consequences were reported.